Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) coronary artery, with moderate calcification and moderate tortuosity. The 3.50x28 mm xience skypoint stent delivery system (sds) failed to cross the lesion due the anatomy. There was resistance met with the lesion during advancement and removal. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.